Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced tubing ballooned. The following information was provided by the initial reporter: IV pump alarmed "occluded patient side." Upon assessment, blood noted to be backed up into tubing and no fluid actively infusing. This rn attempted to flush IV but was unsuccessful so IV removed. When the pump channel was opened to discard tubing, the tubing was noted to have ballooned out inside the machine part.

Manufacturer narrative:
The following arepossible lots numbers d4: medical device lot #: 22036561 d4: medical device expiration date: 31mar2025 h4: device manufacture date: 31mar2022. D4: medical device lot #: 22036181 d4: medical device expiration date: 28mar2025 h4: device manufacture date: 28mar2022. D4: medical device lot #: 22036354 d4: medical device expiration date: 28mar2025 h4: device manufacture date: 28mar2022. D4: medical device lot #: 22036363 d4: medical device expiration date: 28mar2025 h4: device manufacture date: 28mar2022. D4: medical device lot #: 22036364 d4: medical device expiration date: 29mar2025 h4: device manufacture date: 29mar2022ate:. D4: medical device lot #: 22036365 d4: medical device expiration date: 30mar2025 h4: device manufacture date: 30mar2022. D4: medical device lot #: 22036366 d4: medical device expiration date: 27mar2025 h4: device manufacture date: 27mar2022. D4: medical device lot #: 22036374 d4: medical device expiration date: 28mar2025 h4: device manufacture date: 28mar2022. D4: medical device lot #: 22035982 d4: medical device expiration date: 28mar2025 h4: device manufacture date: 28mar2022. D4: medical device lot #: 22036181 d4: medical device expiration date: 28mar2025 h4: device manufacture date: 28mar2022. D4: medical device lot #: 22036354 d4: medical device expiration date: 28mar2025 h4: device manufacture date: 28mar2022 . D4: medical device lot #: 22036427 d4: medical device expiration date: 29mar2025 h4: device manufacture date: 29mar2022. D4: medical device lot #: 22036431 d4: medical device expiration date: 29mar2025 h4: device manufacture date: 29mar2022. D4: medical device lot #: 22036432 d4: medical device expiration date: 29mar2025 h4: device manufacture date: 29mar2022. D4: medical device lot #: 22055819 d4: medical device expiration date: 20mar2025 h4: device manufacture date: 20mar2022. D4: medical device lot #: 22055947 d4: medical device expiration date: 19mar2025 h4: device manufacture date: 19mar2022 . D4: medical device lot #: 22055951 d4: medical device expiration date: 19mar2025 h4: device manufacture date: 19mar2022. D4: medical device lot #: 22056036 d4: medical device expiration date: 21mar2025 h4: device manufacture date: 21mar2022. D4: medical device lot #: 22056133 d4: medical device expiration date: 23mar2025 h4: device manufacture date: 23mar2022. The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-oct-2022. H6: investigation summary three 2420-0007 infusion sets were returned by the customer with the complaint of bulging segment. The sets were investigated by our quality team with an initial visual inspection. The bulge in one set was immediately noticed at the top of the silicone portion of tubing that is inserted into infusion pump. The bulge is a known issue which has been seen in the past with a root cause due to improper loading technique. A device history record review was performed for the material# 2420-0007 set returned. The set was analyzed and the possible lots were determined to be as follows: 22036561 (B)(4) units produced on 31mar2022 22036181 (B)(4) units produced on 28mar2022 22036354 (B)(4) units produced on 28mar2022 22036363 (B)(4) units produced on 28mar2022 22036364 (B)(4) units produced on 29mar2022 22036365 (B)(4) units produced on 30mar2022 22036366 (B)(4) units produced on 27mar2022 22036374 (B)(4) units produced on 28mar2022 22035982 (B)(4) units produced on 28mar2022 22036181 (B)(4) units produced on 28mar2022 22036354 (B)(4) units produced on 28mar2022 22036427 (B)(4) units produced on 29mar2022 22036431 (B)(4) units produced on 29mar2022 22036432 (B)(4) units produced on 29mar2022 22055819 (B)(4) units produced on 20may2022 22055947 (B)(4) units produced on 19may2022 22055951 (B)(4) units produced on 19may2022 22056036 (B)(4) units produced on 21may2022 22056133 (B)(4) units produced on 23may2022 there were no production issues relating to the failure reported in this complaint. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown device manufacture date: unknown date of birth: patient¿s birthday was not provided, (B)(6) 2006 was used based on age of patient.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: large puddle of fluid was discovered on the floor in the patient's room directly below the alaris pump.